Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "we are experiencing clotting with the product.".

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to microclots were observed. 5 production lot in-house retention samples from each lot affected were visually inspected with no issues being identified and submitted to the chemistry lab for testing. All results were within the specification limits of 5.32mg ¿ 9.72mg for catalog 367861. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (microclots) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode microclots. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "we are experiencing clotting with the product."